Event description:
Brush head...falls off - oral-b [device breakage]. Brush head doesn't "click" into place, rotates several degrees on the shaft - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that a brand new oral-b cross action toothbrush head did not "click" into place, rotating several degrees on the oral-b toothbrush shaft, type 3766, and occasionally fell off. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.